Event description:
The customer reported an error during film shot, plug was loose in wall, and monitors on work station were dark. No patient was injured.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.